Manufacturer narrative:
No additional information was reported by the loal representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient suffered a cardiac arrest following placement of this implantable transvenous right ventricular (rv) pacemaker lead. According to the physician, the patient adverse event was not related to the implant of this rv pacemaker lead. The patient's medical history was significant for a recent coronary artery bypass graft (CABG) surgery. Despite emergency measures, the patient could not be resuscitated and died.